Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for intact human chorionic gonadotropin + the b-subunit (hcg+b). The erroneous result was reported outside of the laboratory. The initial hcg + b result was 62.3 miu/ml on either (B)(6) 2015. Clarification on this date was requested but not provided. This result was reported outside of the laboratory. On (B)(6) 2015, the sample was repeated on the same analyzer and another platform where both results were 0.100 miu/ml with data flags. The repeat results were also reported outside of the laboratory. No adverse event was reported. The hcg + b reagent lot number was 183935. The expiration date was not provided. The customer noticed fibrin in the sample. The last preventative maintenance was performed on (B)(6) 2015. It was noted that the customer last performed calibration (B)(6) 2015 and this was overdue. Quality control precision testing was acceptable. The alarm trace indicates possible sample issues. There was no indication of a general issue with the instrument or the reagent. Based on the available data, the possible root cause is assumed to be related to pre-analytics (fibrin strands visible in the sample & specific alarms were generated). Contamination of the sample cannot be excluded.